Event description:
It was reported that during a therapeutic procedure on a pt, when the device basket containing the stone was being removed from the pt, the basket was first closed/tightened, causing the wires that lead to the basket to break. The basket then came apart from the device, attaching in the pt's biliary duct. The physician then obtained a larger basket and was able to remove the basket and stone from the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported malfunction.